Event description:
The customer reported that the system displayed an image processing board failure error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the workstation backplane, the single board computer board kit, the image processor, the display adapter, the video controller, the generator interface board, the fluoro functions board, and the maintenance backplane. The svc rep also replaced the workstation on off switch and loaded the software and calibration files. The system was tested and found to be working as intended and put back in svc.